Event description:
It was reported that ankle arthroscopy with lateral ligament repair while debriding the soft tissue the tip of the shaver blade broke off. The fragments were retrieved by the surgeon using an artery clip. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the tip of the inner shaft was found to be broken. Abrasion marks were observed on the inner shaft od. Additionally, the outer shaft was found to be bent. A likely cause of the event is prying/leveraging the device during use.